Event description:
It was reported that pump displayed malfunction alert code 9 with additional fault information but no notable events occurred beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received instructions to reset pump, successfully cleared malfunction without recurrence, was advised that pump could continue to be used, and was instructed to call back if malfunction alert returned.